Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded an alert for voltage too low. Boston scientific technical services (ts) suggested to replace device if pacing therapy is needed. This device remains in service. No adverse patient effects were reported.